Manufacturer narrative:
This is a duplicate report of 1818910-2019-105338. 1818910-2019-105683 is being retracted as it is a report duplication. 1818910-2019-105338 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant records received. Ppf alleged dislocation. Doi: (B)(6) 2014. Dor: (B)(6) 2015, (left hip). This pc is for the second revision of the left hip. (B)(4) for the first revision.